Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing and displayed a service code 105. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. Additionally, the monitor failed a baseline test due to a defective u612. The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse events occurred from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel leak) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing and the front therapy electrode was leaking gel. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. There is no indication that the gel leak affected patient protection. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective monitor. Manufacture dates: monitor sn (B)(4)- 7/27/2018. Belt sn (B)(4) - 11/6/2018.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the patient was experiencing a service code 105(pulse test fault). Additionally, during investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt connector was damaged and unable to connect to a monitor.